Event description:
The olympus representative reported on behalf of the customer, during a procedure, the forceps elevator on the evis lucera duodenovideoscope could not be raised. Part of the stent was partly caught when the stent was pulled out. The pinched object was removed, and the forceps elevator started to work. No patient injury or impact on the procedure. During the evaluation of the device, it was noted the adhesive on the lighting lens had peeled off and there was a gap in the tip adhesive. This report is to capture the reportable malfunction of the lighting lens had peeled off and there was a gap in the tip adhesive noted at estimation.

Manufacturer narrative:
The date of event was requested from the reporter and was reported as unknown. The device was evaluated, and the reported issue was not confirmed. The bending section cover bond was cracked due to external factors. Due to handling, the adhesive part of the lighting lens had come off. There was a deformation of the air/water nozzle due to an external factor (collision of the tip). There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). Water coverage was on the electrical connector. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lighting lens peeled off and there was a gap in the tip adhesive due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.